Event description:
The customer reported error e216 displayed during an unspecified procedure involving an olympus flex deflectable videoscope. The procedure was completed using a similar device. There was a 15 minute delay of the procedure, however, there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.